Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 480 mg/dl. The customer blamed her infusion set for not giving her insulin. The customer treated with an 8-unit manual injection of novolog. Troubleshooting was declined for the insulin pump. No products were returned or replaced.